Event description:
On (B) (6) 2010, patient reported she changed her insulin cartridge on (B) (6) 2010, but did not change the infusion tubing as it had been changed on (B) (6) 2010. Patient stated since then her readings have been increasing. Patient reported her readings have ranged from 15.8-29.4 mmol/l (284.4-529.2 mg/dl) just now. Patient stated her infusion device was also giving an e4 (occlusion) error. Patient's normal blood glucose is around 7 mmol/l (126 mg/dl). Patient reported she was not at home when she received the error and her readings were elevated, so she returned home to take care of the concern. Patient stated before the call, she disconnected at the infusion site and tried to push insulin through the infusion tubing but the infusion device gave an e4 (occlusion) error. Patient reported she then attached a new infusion tubing, ran a prime and insulin did emerge successfully. Patient stated the infusion adapter had never been changed. Advised it should be changed with every 10th cartridge change. Patient reported she is treating her elevated readings by bolusing. Patient stated she has been less active recently and has started a new medication. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.